Manufacturer narrative:
Per (B)(4) initial report. Additional information including, were any other corin implants revised, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, patient medical history, did the patient follow the correct post-op protocl and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received will be provided in an supplemental report upon completion of the investigation. The relevant device manufacturing records will be indentified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem and biolox delta ceramic head after approximately 12 years due to fracture of the stem.

Manufacturer narrative:
Per (B)(4) final report. Additional information including, were any other corin implants revised, post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, patient medical history, did the patient follow the correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, however the reporter confirmed that no further information could be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the available information, no further investigation can be conducted and the root cause cannot be determined. Thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem and biolox delta ceramic head after approximately 12 years due to fracture of the stem.